Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "random shutdowns" was reproduced. A review of the event history log revealed "random shutdowns" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the depressed and contamination/corrosion battery pins on the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had random shutdowns during testing in the biomedical service department. There was no patient involvement. No additional information is available.